Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device has been evaluated by the technical service of the hospital. Results: the device is working within the normal parameter. No delivery inaccuracy was assessed. No specific conclusion can b draw regarding this error pattern.

Event description:
(B)(4).